Event description:
The pull strings continue to unravel, leaving behind small pieces of material for me to later find down there- female genital [foreign body in reproductive tract] pull strings unravel, tiny pieces of string left behind [device breakage]. Case narrative: consumer reported via e-mail that the pull strings unravel. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
The pull strings continue to unravel, leaving behind small pieces of material for me to later find down there- female genital [foreign body in reproductive tract] . Pull strings unravel, tiny pieces of string left behind [device breakage] . Case narrative: consumer reported via e-mail that the pull strings unravel. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.